Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire of an rt105 adult breathing circuit was electrically open circuit. A heater wire alarm was registered on the humidifier base. This event occurred during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt105 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.